Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 6/1/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, metal debris; one screw was destroyed by the debris, and malpositioned stem. The cup was noted to be in good position. No labs were provided for the alleged high metal ions. The stem is being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a malpositioned cup. It was noted that the head to one of the cup screws had disintegrated. Update rec¿d (B)(4) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. The liner and head are being added to address the metal on metal allegations. The complaint was updated on : (B)(4) 2014

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the 2588023 lot code. A search of the complaints databases finds no other reports against the remainder of the product and lot code combinations since their release to distribution. Medical records were received and reviewed. From a medical perspective, based on the available information, the complaint is unlikely to be product related. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the 2588023 lot code. A search of the complaints databases finds no other reports against the remainder of the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear/metallosis and elevated metal ions.